Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. Also the alarm functions were tested within the diagnostic test system and passed all tests. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History all programmed boli were delivered as intended. Consumables infusion set: the used infusion set was visually inspected and tested for flow and tightness. The test results were within specifications. Cartridge: the used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The returned cartridge meets the specifications. The adapter is contaminated. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported experiencing elevated blood glucose level up to "hi" since (B)(6) 2014; was able to get blood glucose level under control by herself. Patient stated on (B)(6) 2014 at 9:09 pm her blood glucose level was 33.3 mmol/l (599 mg/dl); administered insulin via the infusion device. Patient's normal blood glucose level was not provided. Patient alleges the infusion device delivers too low insulin. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.